Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser was firing intermittently. Additional information has been requested but not received.

Manufacturer narrative:
The company service representative examined the system and the reported event could not be replicated. The system was found to be working as intended. The system was manufactured on october 27, 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to be working as intended; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).